Event description:
It was reported that a (B)(6) female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cerebral infarction) requiring prolonged hospitalization. During the left atrial posterior wall ablation, there was a marked impedance increase, and adhesion of char to the catheter tip was confirmed, when the catheter was removed. This occurred after about one hour of use of the ablation catheter. The doctor wiped off the char on the tip and the procedure was completed without any problem. The char was noticed after the impedance change at that time the catheter was removed from the body. A significant increase in resistance was observed. Total ablation time for the procedure was about 30 to 40 minutes. The char was located on the distal side of the catheter. A significant increase in impedance was observed. The generator parameters were set to power control mode. The duration of ablation used was greater than 60 seconds and the average contact force was greater than 25 grams. The irrigation rate was within those prescribed. The set output was 50w. Additional information was received on 02-mar-2022. It was reported that cerebral infarction occurred. Prolonged hospitalization was required and the patient experienced paralysis of the right arm and speech disorder. Since the event (cerebral infarction) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The char, force high, and high impedance were assessed as not MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 30-mar-2022. The device evaluation was completed on 21-apr-2022. It was reported that a 76-year-old female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cerebral infarction) requiring prolonged hospitalization. During the left atrial posterior wall ablation, there was a marked impedance increase, and adhesion of char to the catheter tip was confirmed, when the catheter was removed. This occurred after about one hour of use of the ablation catheter. The doctor wiped off the char on the tip and the procedure was completed without any problem. The char was noticed after the impedance change at that time the catheter was removed from the body. A significant increase in resistance was observed. Total ablation time for the procedure was about 30 to 40 minutes. The char was located on the distal side of the catheter. A significant increase in impedance was observed. The generator parameters were set to power control mode. The duration of ablation used was greater than 60 seconds and the average contact force was greater than 25 grams. The irrigation rate was within those prescribed. The set output was 50w. Additional information was received on 02-mar-2022. It was reported that cerebral infarction occurred. Prolonged hospitalization was required and the patient experienced paralysis of the right arm and speech disorder. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device, and char residues were observed on the decontamination site but then, they were removed due to the decontamination process. The catheter features were tested, and electrical failures were observed due to corrosion on the electrical components inside the handle; this was caused by internal water leakage in the irrigation tubing a manufacturing record evaluation was performed for the finished device 30689048l number, and no internal actions related to the complaint were found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the char on electrodes. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the corrosion on the electrical components and force high and high impedance issues. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the irrigation tubing damage. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 4-apr-2022. It was reported that impedance increased but not above cut-off. A significant increase in impedance was observed. Heparin was used as the anticoagulant but act practice was unknown. The patient has exhibited neurological symptoms since the procedure was completed as a cerebral infarction occurred. The patient remained paraplegia of the right arm and speech disorder. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The irrigation rate was within those prescribed and the pre-ablation high setting for 1sec. Heparinized saline was used. Tag index was used. A smartablate generator was used and the serial number was (B)(6). Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).